Manufacturer narrative:
A visual inspection was performed on the returned device. The reported kinked core was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported kinked core. Factors that may contribute to a kinked core during use include, but are not limited to, interaction with challenging anatomy, interaction with accessory devices, device support, or manipulation against resistance. In this case, return analysis of the guide wire noted polymer damage. The polymer was torn and folded over itself, suggesting the wire interacted with an accessory device or calcified anatomy. It is possible that the stent delivery system interacted with the guide wire during advancement, resulting in the noted polymer damage and reported core damage; however, based on the information provided, this cannot be confirmed. Additionally, it is unknown if any coating remained inside the patient. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca). The bmw guide wire was advanced. A stent was attempted to be advanced, but could not advance on gw. The guide wire was removed from the patient and a kink was noted 15 cm from the tip of the gw. Another bmw guidewire was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. Return device analysis found the polymer coating was noted to be folded over itself in the nitinol core area. The polymer coating material in the folded over was noted to have multiple tears. As blue polymer coding is not visible in the patient it is unknown if any coating remained inside the patient. No additional information was provided.